Event description:
It was reported that during a lap ap resection, the hand activation buttons of the device would not work. However the footpedal was able to activate the instrument. No patient consequences were reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Serial number= na.